Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The date of the reported event is unknown. If additional information becomes available, a supplemental report will be submitted.

Event description:
It was reported that, immediately after reprocessing, the cystonephrofiberscope tested positive for 30 colony forming units (cfus) of flore. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.